Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32x3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Predilation was performed with a 2x20mm maverick balloon. A 32mm x 3.50mm taxus element stent was selected to treat the lesion however, the device failed to cross the lesion and was deformed. The procedure was completed with another 32x3.50mm non-bsc stent. The patient status was stable.